Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that, during a preparation for a procedure to implant an ipp, the physician determined that the device was not working properly. When the physician was attempting to deflate the cylinders, the button was held for five seconds and the cylinders were squeezed, but the fluid did not cycle back properly. An additional attempt was made to deflate with the button, while squeezing the sides of the pump block, but this did not resolve the problem. The physician decided to use a new ipp for the implant after five attempts to resolve the pump problem. There were no patient complications reported.